Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that water leaked from the output connector socket because there was massive amount of liquid inside the air hose. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the due to damage on pump, water leaked from the output connector and due to damage on the output socket, an unusual sound was heard. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited water leaked from the output connector socket. There were no reports of patient involvement.